Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent system was to be implanted to treat a stricture during a biliary stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the delivery system was more than half way released but the stent did not deploy. Reportedly, the physician was readjusting the stent to align with the radiopaque markers, and this caused the stent to be deployed in the wrong position. The stent was removed from the patient with rat tooth forceps. Reportedly, a second stent was not placed because the patient was under anesthesia for too long and it is unknown if the physician plans to do any further intervention to resolve the biliary stricture. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.